Event description:
During a supraventricular tachycardia procedure, an air leak was noted on the swartz sheath after insertion. The swartz sheath was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.